Manufacturer narrative:
The subject was returned to the service department of oekg but has not returned to omsc. The service department of oekg checked the subject device and confirmed that the error b30 was displayed and there was no image due to the connecting failure of the endoscope connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during last checking before delivery to the user at the service department of olympus (B)(6) (oekg), the error b30 which indicated there was the communication problem between the subject device and the video processor was displayed and there was no image.there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised that these phenomena were attributed to poor connection between the subject device and the endoscope due to the output connector failure. The subject device was used only for 2 years since manufacturing the subject device. However if the subject device has been used frequently with the endoscope, it might have been occurred the connector wear of the subject device. Or it might have been occurred the connector wear because the user forcefully connected the endoscope in or out quickly. If additional information becomes available, this report will be supplemented.